Manufacturer narrative:
B3: approximated event date as 04/01/2025 as literature article published april 2025. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that strokes occurred. The following event was obtained via an article following 149 patients in group 1 (half dose non-vitamin k oral anticoagulants) and 154 patients in group 2 (dual antiplatelet therapy for 6 months followed by aspirin only) who underwent a left atrial appendage (laa) closure procedure where watchman closure devices were implanted and small peri-deice leaks (3-5mm) were found at the 45 day follow up appointment. It was reported that the following thromboembolic (cerebrovascular accident and transient ischemic attack) serious injuries occurred: group 1 had 10 events and group 2 had 9 events. The patients that experienced stroke, had deficits such as memory problems, slurred speech, confusion, or weakness in limbs that were persistent. Literature citation: mohanty, s. Et al (april 2025) prevention of thromboembolic events in atrial fibrillation patients with persistent leaks following the watchman implantation.22 (4s). Heart rhythm.